Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having no delivery alarms on the insulin pump multiple times during bolus. Customer also mentioned having higher than normal blood glucose readings. No further information reported.